Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional three proglide devices referenced are filed under separate medwatch reports.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 7fr sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, with the first proglide device, when the plunger was removed, the knot was not seen; however, posteriorly the knot was seen in the soft tissue. A second proglide device was deployed; however, the knot was seen on the outside of the patient anatomy. The physician advanced the knot with his fingers; however, the suture broke. Two additional proglide devices were used to achieve hemostasis. Bleeding continued through the artery, as no adequate incision closure with the suture of the proglide device occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.